Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 305110 and lot number 9234180. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. For the product reported as 'unknown,' a device history record review could not be completed. To aid in the investigation, one physical sample and one photo were received for evaluation by our quality team. The sample came in an opened packaging blister and has the plastic shield. A visual inspection was performed. The needle doesn't have enough glue at the needle-needle hub joint and is adhered to the inner wall of the plastic shield. The one photo provided shows the sample received. Investigation conclusion: based on the investigation with the sample and photo sample analysis the symptom reported by the customer is confirmed. Root cause description: it could be possible for this defect to occur during the assembly process. A jam may have occurred inducing the insufficient epoxy to the needle hub-needle joint, then after, assembling the plastic shield where the needle adhered to the inner wall. Rationale: further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle was "glued" to the side of the syringe. The following information was provided by the initial reporter: "caller reported metal part of needle was adhered or glued to the side of the syringe."